Manufacturer narrative:
Correction: description text has been updated from "device" to "efficia dfm100 defibrillator monitor". This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The report stated "unit not sending shock waves to patients" and "the customer confirmed that there were no adverse events or patient impacts". Philips requested additional information regarding if a second patient experienced this issue, however, the response was "asked but unknown". The report addressing the first patient is documented in pr 4739553 (MFR. Report number 3030677-2024-01758). Philips cannot rule out that an issue occurred with a second patient, there was no information available regarding the evaluation and resolution of a second device. There were no device logs or patient event files available to be reviewed by philips. Based on the information available, the cause of the reported problem was not established. The reported problem was not confirmed. No conclusion can be drawn. It has been concluded that no further action is required at this time.

Event description:
Correction: description text has been updated from "device" to "efficia dfm100 defibrillator monitor". It was reported to philips the efficia dfm100 defibrillator monitor was not sending shock waves to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
It was reported to philips the device was not sending shock waves to the patient. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The report stated "unit not sending shock waves to patients" and "the customer confirmed that there were no adverse events or patient impacts". Philips requested additional information regarding if a second patient experienced this issue, however, the response was "asked but unknown". The report addressing the first patient is documented in (B)(4) (MFR. Report number 3030677-2024-01758). Philips cannot rule out that an issue occurred with a second patient, there was no information available regarding the evaluation and resolution of a second device. There were no device logs or patient event files available to be reviewed by philips. Based on the information available, the cause of the reported problem was not established. The reported problem was not confirmed. No conclusion can be drawn. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips the device was not sending shock waves to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.